Event description:
"Situation: leaking nims ett pilot balloon. Background: patient intubated uneventfully with glidescope and 6.0 nim trivantage ett for thyroidectomy. Assessment: intermittent circuit leak and cuff leak noted. Bilateral lung sounds equal. Bellows of anesthesia machine intermittently falling and intermittent cuff leak auscultated. Improved with adding air to pilot balloon of ett. Normal tidal volumes and ventilation maintained. Air added to pilot balloon intermittently. Dr. [Redacted name] called to bedside and dr. [Redacted name] made aware. Recommendation: surgery finishing at point of determining a slow, small leak is present in the ett pilot balloon. Will continue to check pressure until end of case."